Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified the shell inserter instrument with a fractured screw tip. No image of fractured off pieces were provided. No other observations could be made based on the provided image alone. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. A definitive root cause cannot be determined. However, based on the reported information, a zimmer biomet instrument was noted to be damaged/worn and was used to complete the procedure. Please note, as per the instructions for use, instrument/provisional use, care and sterilization, it states under warnings "do not use instruments/provisionals that are deformed, corroded, damaged or worn. They may not perform as intended." Based on the provided image of the fractured instrument, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: brazil. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when using the straight shell insertion instrument, the screw that fixes the instrument to the metal acetabulum was broken. When trying to attach the metal acetabulum to the cable it did not hold, however, the surgeon was able to fix the acetabulum even with the broken instrument. No known impact or consequence to the patient reported.